Event description:
Report of 1 of 2 received from an international affiliate of back flow of fluid. The report reads: "a blood bottle was connected to the compensation line of the pump. Later it was realizaed that blood had entered into the main line where the drug solution was connected. The pt experienced no adverse event." Though requested, no add'l info was provided.